Event description:
Reportedly, the resume pump alarm occurred. A pump log review was performed by tandem technical support and the customer suspended insulin on the pump which led to an elevated blood glucose (bg) of 461 mg/dl. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage.